Event description:
Livanova received report that during tracheostomy insertion, the protekduo cannula was pulled out approximately 5 inches. The console alarmed and pump stopped due to no blood in inlet. Nurses pushed cannula in again and pump restarted on its own. The patient experienced asystole and CPR was administered. The patient also received medication (phenylephrine) and 1 unit of rbc for bleeding through the tracheostomy from CPR. The patient was later taken to the cath lab for a reconfiguration of the circuit using bifemoral cannulation with two proteksolo 24 fr venous cannulas and removal of the protekduo cannula.

Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Cardiacassist inc. Manufactures the protekduo cannula. The incident occurred in (B)(6). A medical assessment of the case has been conducted. The result of the assessment is that asystole originated by user pulling the cannula out of 5 inches with consequent no blood flow through the pump. Thus, there was no product malfunction and the issue was solely caused by user error. Based on medical assessment, livanova concludes that there is no relationship between the reported adverse event and protekduo cannula.